Manufacturer narrative:
The device was returned to the resmed technical services in (B)(6) and an evaluation was performed. The evaluation found that the device was not charging when connected to the ac power. It was determined that the cause of the power issue was a faulty main printed circuit board (pcb). The pcb was replaced to address the issue. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was detecting the incorrect power source. There was no patient injury reported as a result of this incident.